Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the left ventricular lead and atrial lead. Chest x-ray was performed and revealed the lv and atrial leads were dislodged. The physician elected to explant and replace the lv and atrial leads. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. The reported event of failure to capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.